Event description:
Doctor was performing a restoration procedure with patient under septocaine local anesthesia. Patient reported feeling heat on their inner cheek. Doctor stopped procedure and observed a 20mm circular lesion that had ulcerated. Doctor instructed the patient to rinse with hydrogen peroxide. Doctor has had a follow up appointment with the patient after the event and the injury is healing normally with no further medical attention required for treatment.